Manufacturer narrative:
.

Event description:
It was reported that the pulse generator had oversensed far-field r waves. Device reprogramming to negate the oversensing was recommended. The device remained implanted and the patient would continue to be monitored.